Event description:
It was reported that during a da vinci-assisted procedure the maryland bipolar forceps would not clue due to the angle of the forceps. Procedure was completed with no patient harm.

Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by failure analysis. Failure analysis investigations could not replicate nor confirm the customer reported complaint. Failure analysis found the primary failure of could not replicate cannot verify external event to be related to the customer reported complaint. The grip tips opened and closed properly. There was no physical damage. Based on the investigation results, custom reported issues may be due to other factors unrelated to the product. During visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. Root cause is attributed to the insulation degradation and carbonized tissue creating a conductive path.